Manufacturer narrative:
Mattress to be scrapped.

Event description:
It was reported via repair work order that the ac cord was pulling from the jacket and the handles were broken with sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.